Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability of the valve: the valve was shown to be permeable. During the permeability test, we detected in the drained test fluid are visible particels. Computer controlled simulated flow test: the measured opening pressure was not within the accepted tolerance. The opening pressure was higher than expected, indicating a tendency towards under-drainage. Finally the valve was dismantled: there were no visible deposits observed inside the valve. Result: based on our investigation, we confirm that the valve is operating in an under-drainage state, likely due to the deposits observed inside the drained test fluid of the valve to the permeability test. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Despite the lack of significant visible deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction in the past. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further action are required.

Event description:
It was reported that there was an issue with a mininav. On (B)(6) 2019 the patient was implanted with a valve. It was found that the flow was not good. An explant procedure was performed due to the malfunction on (B)(6) 2020. Additional information was not provided.